Event description:
It was reported that the minicap was dry upon opening of the package. The home patient (hp) stated they did not use the minicap. The hp stated that there were no signs of damage to the packaging and they stored the product in their home where the temperature is between 68 and 70 degrees fahrenheit. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 7 of 20.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between the dates of (B)(6) 2014. A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.